Event description:
During the MitraClip procedure for mitral regurgitation, a pericardial effusion was noted after transseptal puncture with a BRK needle. Transseptal puncture was performed with the BRK needle and prior to inserting the MitraClip devices, a pericardial effusion was noted by the echocardiographer. The procedure was stopped, and a pericardiocentesis was performed. The patient was stable after the procedure and there were no further adverse patient health consequences.